Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost is a direct digital radiography system with flat detector technology (fixed or mobile detectors) based on modular components to allow for customization for all radiographic applications and workload requirements. This radiography system is equipped with a motorized ceiling suspended column carrying the x-ray tube, collimator and control handle, a bucky table and a optional movable bucky wall stand for general x-ray examinations. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer (fse) investigated on site. He checked the affected detector. No artefacts present. Detector is working as specified. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. The issue is further monitored and trended.

Manufacturer narrative:
Ref. ID: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the detector was dropped to the floor from a great height. The detector still works but they want to have it checked. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.